Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) had gouges on it when introducing into the left eye (os). There was patient contact. Iol was removed and replaced in the same procedure. Per account, gouges/ cosmetic lens issue may be from plastic case used for loading lens. Another iol of the same model and diopter was used. There was no incision enlargement and no suture required. There was no patient injury. The removed lens was discarded.

Manufacturer narrative:
Additional info: additional information was received and the account revealed that they consider the cartridge as the source of the reported issue. No cartridge model or lot number was provided. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it was discarded by the customer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.